Event description:
On (B)(6) 2010, patient reported, the down button on her infusion device is working intermittently. Pt stated, it still pushes in and pops out when it is pressed. Pt reported she noticed the issue while attempting to bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.